Event description:
The patient reported that the omnipod controller was not charging properly. When connected to a power source, both the controller and the electrical outlet became hot, and the controller battery continued to discharge rather than charge. It was identified that one end of the charging cable had become disconnected; however, after reconnection, the controller continued to exhibit abnormal charging behavior and became warm, with the battery decreasing to approximately 13-14% before charging resumed. Eventually, the controller was charging normally at 16% battery level, and the charging cable and outlet were no longer hot. Blood glucose levels were not reported. Medical assistance was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.